Event description:
It was reported the patient was not receiving stimulation. The patient programmer displayed the connect wand error code. Reconnecting the wand did not resolve this issue. It was also reported that the patient is having to recharge his ipg more frequently. A replacement patient programmer, programmer wand and charging system were issued to the patient. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.